Event description:
A malfunction on the pump was reported by the caller, but no notable events preceded this issue. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump would be provided, and they were advised to use multiple daily injections as backup therapy. Customer technical support instructed the caller on necessary procedures for returning the faulty pump and ensured they understood how to use the replacement device, which would come with updated software.